Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that following the implant of an inflatable penile prosthesis, the patient reported having issues with the pump placement an it was positioned too high in the scrotum. He was able to locate the pump causing severe pain and discomfort. The physician suggested scheduling a procedure to reposition the pump. No further patient complications were reported.